Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h.2, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, voids in the gel and crease flat. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side, "biocell (preventative replacement)". Additional report of "no change of less than 5 mm sized two semi-soid nodules in right middle lobe ->probably benign nodules including aah, granuloma rather than metastasis". The reported events of "left adrenal hyperplasia" and "small left hepatic cyst" are not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported right side, "biocell (preventative replacement)". Additional report of "no change of less than 5 mm sized two semi-soid nodules in right middle lobe ->probably benign nodules including aah, granuloma rather than metastasis". The reported events of "left adrenal hyperplasia" and "small left hepatic cyst" are not related to the device. Device has been explanted.